Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient complained of severe photophobia and tearing bilaterally one day post lasik. Patient had difficulty opening her eyes. Patient notes sensitivity to gel tears. Patient was prescribed a topical steroid drop to use four times a day in both eyes. Patient reported severe light sensitivity, ocular pain and watering. Upon follow up, patient has diffuse lamellar keratitis and transient light sensitivity which have resolved since a flap lift and rinse was done one day later. Patient now has bilateral infiltrates. Patient continues to be followed. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.